Event description:
It was reported that during an implant procedure, the inner lumen of the left ventricular lead was damaged between lv1 and lv2 as the lead was being advanced through the catheter. It was also noted there was difficulty advancing the lead through the catheter and the guidewire also would not advance farther than the distal electrode. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed. Analysis indicated that the distal conductor was extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. The guidewire and the catheter was not returned with the lead. Guidewire insertion test was performed using the guidewire sample in rpa lab, result was failed. Visual inspection found the distal conductor distorted/kinked between the tip ring and the sense ring. The introducer test cannot be performed. /test is required guidewire inserted into lead. If information is provided in the future, a supplemental report will be issued.